Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding no response when pressing the adc device button or by the test strip. As a result, in (B)(6) 2022, the customer experienced sweating and had a loss of consciousness, however, regained consciousness and self-treated with jubin for treatment. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. Observed the reader did not power on with button, strip, or usb cable insertion. Due to the damaged usb port, the customer was unable to charge the reader, resulting in a blank screen when the battery ran out. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding no response when pressing the adc device button or by the test strip. As a result, in (B)(6) 2022, the customer experienced sweating and had a loss of consciousness, however, regained consciousness and self-treated with jubin for treatment. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.